Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, self test, a21 test and excessive no delivery tests. The insulin pump was received with normal operating currents and pass off no power test. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injection. The customer declined to troubleshoot. The insulin pump will be returned for analysis.